Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized due to diabetic ketoacidosis on (B)(6) 2016. The customer's blood glucose was around 351 mg/dl at the time of hospitalization. The nurse stated that the customer was given insulin drip to treat the blood glucose. The nurse stated that the customer was wearing the insulin pump during hospitalization. The customer also reported that they had issues with transmitter. The insulin pump will not be returned for analysis.